Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to migration of the cylinders causing curvature and difficulty of use. The physician found that one of the cylinders had crossed over the corpora and caused the other cylinder to resect proximally. The physician believed that the crossover could have occurred due to the patient curvature or incorrect initial measurement. New ipp cylinders and pump were implanted and connected to the original reservoir. There were no patient complications reported and the patient is expected to fully recover.